Manufacturer narrative:
Micro-introducer dilator and the separated guidewire returned for investigation. A manufacturing record review was completed and no related nonconformance's were found. The guidewire was separated approximately 18cm from the distal tip. No damage was present in relation to the proximal nor distal end of the guidewire. The entire shaft of the micro-introducer dilator was curved; a kink was present near the distal tip of the dilator, but no sharp edges were present. The guidewire and dilator returned wrapped up in a small container; it is undeterminable if the dilator shaft damage was present before or after it was placed in the container. The distal separated section of the guidewire was advanced through the damaged dilator and it successfully advanced through. Based on the information from the site, the guidewire may have met resistance in the scar tissue near the access site and separated upon withdrawal. Images of the guidewire were forwarded to the supplier for further investigation. If additional information is received, a follow-up report will be issued.

Event description:
Physician was attempting to perform a right heart cath by accessing the femoral artery. Patient had previous bypass surgery and large amounts of scar tissue were noted at the access site. Physician performed a skin nick and predilated using a hemostat. Physician was able to gain wire access. As the physician was inserting the sheath, the sheath kinked. When the sheath kinked, the wire also snapped. The wire was stuck in the artery and soft tissue. The patient was taken to surgery to remove the wire. Current patient condition alert, and stable.